Event description:
Per (B)(6) tbm - his dealer states that the user is saying that the arm is bent on the trapeze bar. Item was delivered (B)(6) 2015. Informed tbm that we have a 48 hour period to report damaged goods. The tbm is going to follow up with the dealer and inform them of such. No more information available.